Event description:
During an international clinical study (mexico city, mexico) for an embolization material, the embolic agent deposited outside of the target area. Pt was awake and without problems. Pt was sent for computed tomography scan to evaluate. Pt condition began to deteriorate, necessitating respiratory support. The pt was sent to intensive care where condition improved. Pt has since been discharged from hosp. Rupture of the catheter is suspected.